Event description:
Additional information received reported the patient missed a dose about 2 or 2.5 hours prior to the initial report.

Event description:
It was reported that a pump alarm was heard due to an empty reservoir; (error code 8268). Telemetry had not been confirmed yet. It was stated by the reporter that the alarm date was (B)(6) 2012, and he thought he had a few days after the alarm because "usually there was about 10 extra days of medication when the pump was refilled". The drug delivered via pump was baclofen. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, lot#: n172903002, implanted: (B)(6) 2008, product type: catheter; product ID: 8590-1, lot#: n178601, implanted: (B)(6) 2008, product type: accessory. (B)(4).